Event description:
It was reported that the patient with this right atrial (ra) lead experienced had a lung puncture. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.